Manufacturer narrative:
Quality control confirmed to be satisfactory. Upon inspection of the images provided, gel card image confirmed the negative reactions on the provue. Weak reactions with cell #2 were detected using manual gel and vision as 1+, and resulted as negative on provue. Described testing in support of the (B)(4) method comparison validation testing for 2 cell screen antibody screen testing using the mts gel anti-igg card. The root cause of this event could not be determined. No incorrect or erroneous results have been reported as a result of the reported concern.

Event description:
Sample was tested on (B)(6) 2014 for the 2 cell screen test on the provue and a negative result was observed to both cell #1 and cell #2 to the antibody screen. The same sample was tested on the ortho vision and cell #2 was issued a 1+ result both times. Cell #1 was issued a "?" On the initial test and negative with the repeat test. Testing by the manual gel method yielded a 1+ reaction to cell #2.